Event description:
Reportedly, a shock to the associated pacemaker (reply dr, (B)(6)) was sustained when the pt fell on the door of her car. Interrogation of the device revealed a drop in the pacing impedance of the lead. Damage to the lead was also reported, and the physician suspects that it was caused by the fall.

Manufacturer narrative:
(B)(4) - this event concerns a device that was mfg and used outside the united states. Analysis is pending.